Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited backup vvi mode, the device was still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.